Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, after the device was fired, the stomach opened. A second reload was loaded into the device and it fired fine. The surgeon did have to repair the stomach but unknown how. Patient consequence is unknown. This is all the information available at this time.